Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reporting facility did not provide a lot number or any identification of the product. Photo provided shows an intraocular lens (iol) in a plastic container. The iol appears to be in two segments. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after an intraocular lens (iol) implantation procedure, the patient did not adapt well to the lens, and the lens was explanted and exchanged.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnatt3-t6)(that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).